Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024, due to an infection at the implant site. Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the device was explanted (date not reported) due to an infection (site of infection not confirmed). It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.